Event description:
It was reported that the patient stated that her vns generator was placed incorrectly, although no further details were available for this, and that the generator had migrated. She also stated that the vns magnet doesn't work, and the patient's previous physician was unhappy with the way the generator was placed. The generator was reported to have migrated down to the patient's breast, and the previous physician also reportedly stated that the device was not working. No additional relevant information has been obtained to date.